Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's (crt-d) longevity initially showed eight years remaining, then the next day showed 6.5 years remaining and the next day showed 6 years remaining. Boston scientific technical services (ts) to run an analysis. An attempt to obtain additional information was unsuccessful. In service. No adverse patient effects were reported.